Event description:
It was reported that there was a right hip revised due to pain. Intraoperative metal debris and corrosion around the trunnion. The accolade stem remained implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 36e liner. It was noted that the device is not available for evaluation because it was retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient kept device.